Event description:
It was reported that the patient with this pacemaker device had multiple episodes of syncopal events. Upon interrogation, it was found that the patient pacemaker was in safety mode. There were multiple episodes of pacing inhibition, while the patient was in the emergency room (ER) that was noticed on telemetry likely caused by oversensing of myopotentials that was currently in the emergency department due to multiple episodes of syncope. It was also noted that there was pacing inhibition for more than 6 seconds due to oversensing during unipolar configuration during safety mode. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. The device case was opened, and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that the patient with this pacemaker device had multiple episodes of syncopal events. Upon interrogation, it was found that the patient's pacemaker was in safety mode. There were multiple episodes of pacing inhibition, while the patient was in the emergency room ER that was noticed on telemetry likely caused by oversensing of myopotentials that was currently in the emergency department due to multiple episodes of syncope. It was also noted that there was pacing inhibition for more than 6 seconds due to oversensing during unipolar configuration during safety mode. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is returned for analysis.